Event description:
It was reported that the device displayed an error message for "check IV set" alarms. The tech went through the analog sensor test and recommended replacing the upper pressure sensor. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8100 check IV set alarm. 1. Ensure that the administration set is correctly installed. 2. Using the applicable maintenance software: a. Select door ajar/flo-stop sensor test and perform the test. B. Select patient side occlusion and perform the test. C. Select fluid side occlusion and perform the test. 3. Return module to factory. Step through analog sensor test with biomed and recommended replace upper pressure sensor. Biomed will replace upper pressure sensor. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 10aug2013 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : tech support performed troubleshooting over the phone.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device displayed an error message for "check IV set" alarms. The tech went through the analog sensor test and recommended replacing the upper pressure sensor. There was no patient involvement.